Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, crease sharp broken on radius, stress marks and crease flat. Base on the device analysis, the final assessment is: a pattern of crease sharp on radius side of broken shell assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. Device explanted.